Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia repair, when on mesh fixation, there were difficulties with loading the reload onto the handle and the reload was not securely fastened onto the shaft. The tacks were able to be fired normally from the device, penetrate and hold correctly onto the tissue. After firing normally several times, the current reload was taken off the device and the firing pin was not in the correct position. The technician tried to reload and the load would not lock on. The technician cycled the trigger and the firing pin was still in the incorrect position and consequently the reload would not lock on. A new device was opened to complete the case. There was no patient injury.